Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. It is unclear if the device is available for investigation. Teleflex has requested this information. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the the cuff burst. Alleged issue reported as occurred during functional testing prior to use on a patient. It was reported there was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the tracheal cuff were inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The cuffs were also inflated to 120mbar and no issues were detected. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation.

Event description:
Customer complaint alleges the the cuff burst. Alleged issue reported as occurred during functional testing prior to use on a patient. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. Neither cuff was able to inflate. The cuffs were then observed under magnification and multiple holes were found in both cuffs. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined.

Event description:
Customer complaint alleges the cuff burst. Alleged issue reported as occurred during functional testing prior to use on a patient. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Device returned on date added to this field.

Event description:
Customer complaint alleges the cuff burst. Alleged issue reported as occurred during functional testing prior to use on a patient. It was reported there was no patient involvement.